Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer¿s service technician confirmed the reported oxygen flow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the airflow problem which also addressed the reported oxygen flow problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis on the returned gas delivery system shows that the defective u1 on the air flow sensor pcba and defective u1 on the o2 flow sensor pcba created the air and o2 flow accuracy test to fail. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During further investigation, the manufacturer¿s service technician reported the unit failed the oxygen flow accuracy test (pvt test 6) at the 0slpm setting. There was no patient involvement.